Event description:
The catheter had been in place for 2 weeks, when the pt went into the emergency department, due to pain not attributed to this incident. While in the emergency room, a chest x-ray was taken, which found the tip of the guidewire in the axillary vein. By the time the tip was removed, it had migrated to the subclavian vein. The pt is very large and the placement was done at the bedside so the breakage of the tip was not noticed at the time of placement.

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive since, the product was not returned for evaluation.